Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10 concomitant product: 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h22112004); 340-000-000, mcgrath 3.6v battery 340-000-000 (lot#h22112004). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during pre-inspection, after replacing the battery of the video laryngoscope, the medical staff found that the screen of the video laryngoscope failed to form images and there was no battery power display. After replacing the battery again, the video laryngoscope screen returned to normal. There was no patient involvement.

Manufacturer narrative:
Correction: h2 (additional info), h3 evaluation summary medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an images of the batteries. The battery icon was displayed on the screen. Possibly indicating the dead battery. It was reported that during pre-inspection, after replacing the battery of the video laryngoscope, the medical staff found that the screen of the video laryngoscope failed to form images and there was no battery power display. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: mfg site ID, FDA site ID, d3, d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an images of the batteries. The battery icon was displayed on the screen. Possibly indicating the dead battery. It was reported that during pre-inspection, after replacing the battery of the video laryngoscope, the medical staff found that the screen of the video laryngoscope failed to form images and there was no battery power display. The reported issue could not be confirmed. The most likely cause was dead battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.